Event description:
It was reported that during a laparoscopic cholecystectomy the device was not firing correctly. On the first firing, before the clip was sutured, the next clip came down into the jaws so the clip was loose and twisted on the vessel. The third, fourth and fifth clip seemed just shooting them on the table, but then the 6th clip came out malformed also. Another device was used to complete the procedure. There was no pt injury.

Manufacturer narrative:
Final device investigation found that the device was returned in good visual condition with a clip contained in the jaws and a clip protector taped to the jaw of the device. Upon eval, the jaws appeared to be in alignment and the clip retainer, push fork and jaw clearance were acceptable. The eight remaining clips were then cycled, fed and formed as intended. After all of the clips were fired, the locking mechanism engaged as intended. The device history record was reviewed, and no discrepancies were noted. As the device operated as designed upon investigation, no conclusion could be made as to what may have caused the reported event.